Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted. Post-implant, it was observed that the valve cells in the non-coronary sinus did not expand. Post-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown sized, non-abbott balloon. Valve regurgitation was noted necessitating to use an unspecified, non-compliant balloon. Subsequently, the valve popped up on the non-coronary sinus (ncc). At this point, echocardiogram (echo) showed significant valve regurgitation and high gradient. A new 23mm, navitor vision valve was implanted using a new flexnav ds. Gradient was measured as 4 mmhg. The patient was in a stable condition.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient's aortic valve angle was measured to be 43 degrees. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 20mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). Post-implant, it was observed that the valve cells in the non-coronary sinus did not expand and there was no calcium to hinder this opening. Post-implant balloon aortic valvuloplasty (post-bav) was performed using an 22mm, non-abbott balloon; however, full expansion of the cell was not achieved since severe paravalvular leak (pvl) was noted. Subsequently, the valve popped up on the non-coronary sinus (ncc). At this point, echocardiogram (echo) showed significant valve regurgitation and high gradient. A new 23mm, navitor valve was implanted using a new flexnav ds. Gradient was measured as 4 mmhg. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The implanter believes failure in valve expansion as the cause of migration. The patient was discharged in a stable condition.

Manufacturer narrative:
An event of valve under expansion, migration and regurgitation was reported. Field indicated that valve was implanted at optimal depth at 3 mm, however following implant the valve did not expand as there was no calcium to hinder opening. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the reported events of valve under expansion, migration and regurgitation appear to be cascading effects of initial incomplete expansion. However, the exact cause could not be conclusively determined. There was unexpected medical intervention as a result of case-specific circumstance, a post-implant balloon aortic valvuloplasty was performed due to valve regurgitation. However, the valve migrated and echocardiogram showed significant valve regurgitation and high gradient. A surgical intervention was performed due to valve-in-valve implant. Reportedly, the patient was discharged in a stable condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2017.